Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, catheter entrapment and removal difficulties occurred. Vascular access was obtained via a contralateral approach. The target lesion was located in the right superficial femoral artery. A 3.0 x 20 mm charger balloon catheter had been advanced over an unknown guidewire to treat the target lesion. During the procedure, the balloon catheter became froze on the wire. The physician was unable to remove the balloon catheter from the guidewire. All devices were removed from the patient, with the exception of the sheath. The procedure was then concluded. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device avail. For eval? - corrected from yes to no. Device returned to MFR.? - corrected from yes to no. Method, result, and conclusion codes - updated. Device evaluated by manufacturer: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, catheter entrapment and removal difficulties occurred. Vascular access was obtained via a contralateral approach. The target lesion was located in the right superficial femoral artery. A 3.0 x 20 mm charger balloon catheter had been advanced over an unknown guidewire to treat the target lesion. During the procedure, the balloon catheter became froze on the wire. The physician was unable to remove the balloon catheter from the guidewire. All devices were removed from the patient, with the exception of the sheath. The procedure was then concluded. No patient complications were reported and the patient's status is ok.